Manufacturer narrative:
The device has been received and based on the evaluation of the device this event is no longer determined to be reportable. This is based on the findings from the evaluation where a pinhole was identified in the balloon. A pinhole rupture is not known to have caused or contributed to any injury and there is no history of this type of failure being reported. Therefore this complaint is now determined to be not reportable.

Manufacturer narrative:
Receipt of device is expected. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the bk. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. It is unknown if there were stents present within the treatment site or tracking path. An ipsilateral antegrade approach was made. A chevalier floppy, fmd guidewire crossed the lesion. A 2.0x220mm sleek device was delivered and inflated at the lesion. The complaint device was then delivered to the lesion. The device was inflated however the balloon ruptured at 4atm. The device was removed in one piece from the patient. It is unknown if the indeflator was used successfully with other devices. It is unknown how many times the device was inserted into the patient and inflated and unknown if force was required or if kinks were noted during or after use. The device did not separate or break at any time during the procedure. The patient did not experience any complications as a result of the failure with the device. A2.5mm jade device was used to complete the procedure successfully. There was no patient injury reported.